Manufacturer narrative:
Batch review performed on 20 january 2021: lot 1904692: (B)(4) items manufactured and released on 03-july-2019. Expiration date: 2024-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery due to infection 1 month after the primary and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.